Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the arrows on the buttons does not work. The customer was advised that the device would be replaced and return envelope processed.

Manufacturer narrative:
The pump was received with all buttons working properly and no keypad anomaly was noted. However, the keypad connector at the lcd board was found unlocked during visual inspection. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a cracked display window, a cracked case and a scratched reservoir tube window.